Event description:
Customer reportedly received the following results on the compact system within 10 minutes: lo (less than 10 mg/dl), 20 mg/dl, 22 mg/dl, and 193 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.